Event description:
It was reported the pt had fallen. Afterwards, the pt lost adequate coverage. It was also reported the pt was receiving stomach and rib stimulation. An impedance check revealed no anomalies. X-ray results revealed the lead had migrated. As a result, the lead was explanted and replaced. Coverage was regained post-op and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.